Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her blood glucose level went up to 576 mg/dl. The insulin pump alarmed motor error. Customer treated her blood glucose level with a syringe. The customer was able to rewind the insulin pump. The alarm was caused by a connection issue. During the displacement test the customer received a no reservoir. The device was not returned.